Manufacturer narrative:
Additional device information: model no. 28-28-95rl lot no. W09-0995-010. Expiration date: 04/01/2012. Review of lot records/work orders, prior reports. No issues were noted. Results/conclusions: treatment of aortic neck with <15mm length is off-label per indications for use.

Event description:
Patient presented with aortic neck measuring 23mm to 21mm over <15mm of length, approximately 45 degree angulation, calcification in several areas of the neck and iliac vessels, renal to bifurcation 138mm; in 2009, had implant of a 28-16-140bl bifurcated device and a 28-18-95rl suprarenal proximal extension. It was noted that the proximal end of the bifurcated device landed in the "elbow" of the angle. Follow up revealed a junctional type iii leak between the main body and the suprarenal cuff. Three months later, the patient was treated by deploying an additional 28-28-75l proximal extension at the junction between the main body and the original cuff. The procedure was completed with good results.